Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer. (B)(4).

Event description:
It was reported in a literature publication that 20 patients (13 males, 7 females) underwent single-level cervical arthroplasty, including 1 patient at c3¿c4, 1 patient at c4¿c5, 10 patients at c5¿c6, and 8 patients at c6¿c7 levels. There was immediate relief of radiculopathy and/or myelopathy in all cases. Of the 20 patients, three patients showed marked decreases in disc motion at the surgical level (ranging from 67% to 89% decrease) and one patient with almost complete loss of motion (99% decrease). Although all four of these patients showed loss of lordosis at the surgical level, only one of four patients had postoperative kyphotic fsu, which was present preoperatively.